Manufacturer narrative:
(B)(4). Date sent: 10/27/2025 b3: only event year known: 2025 d4: batch #unk additional information was requested, and the following was obtained: did the device deliver any staples? >> yes. If yes, were the staples formed properly? >>the staples were properly formed. If yes, was the staple line complete? >>only half of the staples were fired, resulting in a partial staple line. Did the device cut? >>yes if yes, was the cut line complete? >>the cut line was complete for the half that was fired. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? >>no issues observed. Was there any difficulty opening the device? >>no difficulty opening the device; it was able to open normally after using the reverse lever. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the stapler cartridge got stuck halfway and could not advance further. There was no patient consequence nor surgical delay reported. No additional information provided.